Event description:
It was reported that this valve was explanted after 6 years and 11 months implant duration due to unknown reason. Patient expired 8 day post op due to unknown non device related cause. No further information was provided.

Manufacturer narrative:
Device not returned.